Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separation of the safety shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle when the nurse activated the safety shield after drawing blood from the patient, the safety shield broke and popped out, and the needle after blood collection stuck in the nurse's hand. After the needle injury, the nurse and the patient had blood tests. The results are normal and there is no infectious disease. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, when the nurse activated the safety shield after drawing blood from the patient, the safety shield broke and popped out, and the needle after blood collection stuck in the nurse's hand. According to the nurse's description, the safety shield of this needle was a little tight. The first press did not activate the device, when she press the safety shield again, it broken and ejected. At present, various tests have been done, and the blood collected is from a gynecological patient. Blood tests have also been conducted, waiting for the test results.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle when the nurse activated the safety shield after drawing blood from the patient, the safety shield broke and popped out, and the needle after blood collection stuck in the nurse's hand. After the needle injury, the nurse and the patient had blood tests. The results are normal and there is no infectious disease the following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2019, when the nurse activated the safety shield after drawing blood from the patient, the safety shield broke and popped out, and the needle after blood collection stuck in the nurse's hand. According to the nurse's description, the safety shield of this needle was a little tight. The first press did not activate the device, when she press the safety shield again, it broken and ejected. At present, various tests have been done, and the blood collected is from a gynecological patient. Blood tests have also been conducted, waiting for the test results.